Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose (bg) level was 217 mg/dl. Customer was using fiasp insulin. Tandem's technical support educated customer on cartridge/insulin labeling. Customer declined further troubleshooting. Additionally, an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. The customer successfully reloaded the cartridge and insulin delivery was resumed. Bg was 142 mg/dl.